Event description:
The customer was hospitalized for low blood sugar levels. The customer received an error alarm after changing the batteries of the pump. The customer stated that the alarm kept recurring. The customer was able to reprogram the settings and then had an insulin reaction. The customer stated that the dr was unsure of what the cause was for the low blood sugar levels.